Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Voltage test passed. Perform pairing test with nordic bluetooth device: passed. Share log review showed loss of connection within the investigation. The problem is confirmed because the share log displays a connection loss gap within the investigation window. The reported event of loss of connection was confirmed. The root cause could not be determined.